Event description:
The device was used during a nephropyeloplasty procedure. Reportedly, the suture tore at the knots. No pt injury reported.

Manufacturer narrative:
2/17/1998-supplemental report #1 sent tofda. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.